Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the patient clearance button was intermittently working. Customer stated that they would power cycle to get it to work; then it would stop. Customer stated that the issue had been ongoing. Tse viewed system event logs and noted error 25745 indicating an unstable patient clearance down button. Customer would like their field service engineer (fse) to follow up as soon as possible as they would need the system to function properly during tomorrow's case. Customer proceeded as planned. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer reported that they discovered the fault in the middle of the procedure. They were able to complete the case as planned. But the following day, (B)(6) 2022, a thoracic lobectomy was cancelled because the arm needed to be fix, and the surgeon didn¿t feel comfortable operating with the arm malfunction. The fse replaced arm 4 on (B)(6) 2022 and everything is working properly. Patient information was requested but not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the evaluation. Fa could not replicate the reported complaint. However, the error was confirmed via system logs as well as observed error 25745 on the spar toggle switch and instrument clutch switch. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, sensors check, fiber and brake tests. After further investigation, fluid intrusion was found on the spar toggle switch, the instrument clutch switch, and the axes controller spar (acs) cover and shield. They will be replaced as a fix and the acs will be replaced as a precaution. No image or video clip for the reported event was submitted to isi for review. A review of the procedure logs was performed. Per the review, the following was confirmed: system serial (B)(4), event date (B)(6) 2022, and procedure name - hysterectomy ¿ benign. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: 25745 - patient side cart (psc) button unstable - the patient clearance down (tornado) button on usm4 is unstable or noisy for at least 75ms. This complaint is considered a reportable event due to the following conclusion: an fse replaced usm4 due to an issue identified during a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.